Event description:
It was reported that this right atrial (ra) lead had to be repositioned during implant due to loss of capture caused by dislodgement. The ra lead was successfully repositioned. The ra lead remains in service. No adverse patient effects were reported.